Manufacturer narrative:
Medical device lot #: 8137806. Medical device expiration date: 2023-04-30. Device manufacture date: 2018-05-23. Method codes: 3331, 4114. Investigation summary one photo was received and evaluated. The photo depicted a part of 1ml ll syringe with a customer¿s needle attached. The stopper was drawn to 0.1 ml with possible fluid inside the fluid path. No defects could be discerned from the photo provided due to very low photo resolution. A physical sample or a higher quality photo is required for evaluation of the reported defect. The reported defect was not identified in the photo received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material no. 309628, batch no. 8137806. It was reported that during use of the bd luer-lok¿ disposable syringe a black smudged line was found on the syringe. The following information was provided by the initial reporter: on 15-may-2019, the reporter contacted via phone to request replacement of 1 eylea vial(s). The reporter denied any adverse events or missed doses due to this event. Per the reporter, on (B)(6) 2019, after the medication was prepared, the doctor noticed there was a black smudged line on the syringe and he was not sure if it was on the inside or outside of the syringe.

Manufacturer narrative:
Investigation summary: one photo was received and evaluated. The photo depicted a part of 1ml ll syringe with a customer¿s needle attached. The stopper was drawn to 0.1 ml with possible fluid inside the fluid path. No defects could be discerned from the photo provided due to very low photo resolution. A physical sample or a higher quality photo is required for evaluation of the reported defect. The reported defect was not identified in the photo received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: one photo was received and evaluated. The photo depicted a part of 1ml ll syringe with a customer¿s needle attached. The stopper was drawn to 0.1 ml with possible fluid inside the fluid path. No defects could be discerned from the photo provided due to very low photo resolution. A physical sample or a higher quality photo is required for evaluation of the reported defect. The reported defect was not identified in the photo received. Root cause description: the reported defect was not identified in the photo received.

Event description:
Material no. 309628, batch no. 8117641. It was reported that during use of the bd luer-lok¿ disposable syringe a black smudged line was found on the syringe. The following information was provided by the initial reporter: on 15-may-2019, the reporter contacted via phone to request replacement of 1 eylea vial(s). The reporter denied any adverse events or missed doses due to this event. Per the reporter, on (B)(6) 2019, after the medication was prepared, the doctor noticed there was a black smudged line on the syringe and he was not sure if it was on the inside or outside of the syringe.